Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 9.0 mg/ml at 1.7988 mg/day and clonidine 400.0 mcg/ml at 79.95 mcg/day via an implantable pump. The indication for use was not reported. It was reported that when the pump was refilled on (B)(6) 2019, interrogation showed "motor stall occurred" on (B)(6) 2019 at 16:57 and ¿stopped pump period may exceed tube set¿ on (B)(6) 2019 at 16:57. Logs showed multiple motor stalls to which [the hcp and manufacturer representative] were not previously aware. Motor stall occurred on (B)(6) 2019 at 16:33 motor stall recovery occurred on (B)(6) 2019 at 17:12 motor stall occurred on (B)(6) 2019 at 09:20 motor stall recovery occurred on (B)(6) 2019 at 10:16 it was confirmed that he patient underwent an MRI on all three dates prior to the motor stalls. It was noted that the patient did not complain and felt good without any withdrawal symptoms. Actions/interventions included refilling the pump and interrogating; the pump no longer showed ¿motor stall occurred.¿ the patient did not hear an alarm on (B)(6) 2019 but did hear the alarm on (B)(6) 2019 when it was interrogated/refilled. Surgical intervention did not occur and was not planned. It was unknown if the issue was resolved. However, the patient's status was alive - no injury. The patient was feeling very well, the pump was working, and the patient did not have any withdrawal symptoms. The pump remained implanted and in service. Information regarding the patient¿s medical history, and other medications was unavailable. No further complications were reported.